Event description:
Atrial bipolar lead impedance 0 ohms, current egm displays what appears to be non-physiologic noise and oversensing on the atrial channel. Reviewed this appears to be a true right atrial lead issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).